Event description:
It is reported that the screw broke out of the bottom of the provisional liner.

Manufacturer narrative:
Evaluation summary: the provisional liner has a potential field age of 5 years and 6 months during which it is not known as to how much use the liner has endured. Based off the available details it is not known as to what fully caused the provisional liner to fail. Evaluation: meets print specification where measured. The device history records were reviewed and were found conforming; indicating the device was malfunctioned, inspected and packaged to specifications.